Manufacturer narrative:
Follow-up #1: date of submission 03/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was an 8.0unit bolus on 02/26/2016 at 12:11. A replace cartridge alarm was recorded on 02/23/2016 at 03:14 and deliveries resumed the same day at 03:26. An occlusion alarm was recorded on (B)(4) 2016 at 11:44 and deliveries resumed the same day at 12:20. On (B)(4) 2016 at 22:17 the pump was manually suspended; deliveries were manually resumed the same day at 23:50. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day the patient was hospitalized and treated by a healthcare provider. The reporter stated that the patient was having difficulty controlling his blood glucose level (bg) and believed that he should be hospitalized. No bg values, signs/symptoms, or details of treatment were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. Although no specific allegation was made against the pump, this complaint is being reported based on the allegation that the patient experienced a bg excursion requiring medical intervention and the pump could not be ruled out as a contributing factor.